Event description:
Arjo was informed about an event involving the enterprise 8000x bed. The customer reported that the bed backrest was moving up on its own without any command given. The patient was present on the bed at the time of the event. No injury was sustained. The bed was inspected by an arjo technician, who identified a stuck button on the side rail control panel, which caused the unintended movement. The control panel was replaced. The bed was tested and found to be functioning correctly.

Manufacturer narrative:
The process of collecting and analyzing information is ongoing. Additional information will be provided upon the investigation's conclusion. The device is distributed outside the us, and no gudid information exists.